Event description:
It was reported that patient presented with an inflatable penile prosthesis (ipp) that was not working properly. The physician attempted to cycle the device, but was unable to resolve the issue. Surgical intervention was performed to explant the ipp and replace with a new ipp. Upon explant, the physician identified a hole in the reservoir. There were no additional patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.